Event description:
Info received indicates the pump's accuracy was off by 20ml. Rate and dose were 100ml with water.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.